Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is non-union of the si joint, possibly due to insufficient initial fixation.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where two implants were installed. The patient later reported to a different surgeon with a recurrence of right side si joint pain symptoms. The surgeon determined non-union of the si joint. The surgeon did not indicate that the implants were loose or malpositioned. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. He then installed a wider implant of the same type in the explant void. He then installed two additional implants of the same type into the right si joint. The preexisting inferior positioned implant was not adjusted or removed. The patient now has four implants in his right si joint. The status of the patient following the revision procedure is not known.